Event description:
Patient allegedly received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2011 via the right internal jugular vein due to a left lower extremity deep vein thrombosis (dvt). Approximately five years and five months later the patient was experiencing epigastric pain and underwent a computerized tomography (CT) scan of the pelvis and abdomen. At that time, the reviewing physician did not report any complications regarding the ivc filter and stated simply that the filter was stable. Approximately nine days later, the patient was evaluated for abdominal pain. Another CT scan was performed of the pelvis and abdomen on that date. This time the reviewing physician reported there is an ivc filter in place. Approximately three years and three months later, a review of these imaging studies determined that multiple struts perforate more than 3 mm outside the ivc with at least one strut extending 6 mm beyond the patient's ivc wall. In addition, it appears that one strut abuts the aorta. Approximately 2 years later, the patient underwent a successful complex, percutaneous retrieval procedure using bronchial forceps. Patient is alleging vena cava and organ perforation. Patient notes and further alleges experiencing abdominal pain, limited physical activity, fatigue and pain attributed to the complaint device. Per the retrieval report (successful): ¿findings: initial inferior vena cavogram: no significant captured thrombus. 0-degree filter tilt documented. Retrieval technique: technique: endobronchial forceps. Post-retrieval inferior vena cavogram: inferior vena cavography was then performed from the indwelling catheter/sheath, confirming ivc integrity and en-bloc filter retrieval without retained fragments. Impression: successful ivc filter retrieval.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2023-00262. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs you that all future submissions regarding this complaint will be handled under manufacturer report number referenced in g8 of this initial medwatch report. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, abdominal pain/pain, fatigue, limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported abdominal pain/pain, fatigue, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.